Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms and multiple pulsatility index (pi) events; however, a specific cause for these findings could not be conclusively determined through this evaluation. The report of possible outflow obstruction was unable to be confirmed as the patient remains ongoing on mlp-019121, and no photos/diagnostic images were received for evaluation. Additionally, a specific cause for the report of a possible outflow obstruction could not be conclusively determined through this evaluation. The submitted log files collectively contained data from 03oct2020 through 16jun2021 and found that the pump operated at the set speed without issue. Multiple pi events were captured throughout the controller event log file, which contained approximately 4 hours of data on 16jun2021. Two transient low flow alarms were captured with elevated pi values. Of note, flow remained stable throughout the controller periodic log file, which contained data from 03oct2020 to 15jun2021. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on mlp-019121 with no further related issues reported at this time. The heartmate 3 lvas instructions for use (IFU) provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. The IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. The IFU states that there are no audible alarms with a pi event and outlines how to determine the optimal fixed speed and low speed limit. The IFU also contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for mlp-019121 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17nov2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 7 (under ¿alarms that do not appear in alarm history¿) explains that pi events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent pulsatility index events with low calculated flows and elevated pulsatility index with a blood pressure of 700 millimeters of mercury by doppler. Echocardiogram with ramp completed. During the echocardiogram the speed was decreased from 6000 rotations per minute to 4800 rotations per minute without any change in the left ventricle cavity size and the patients aortic valve remained closed throughout. At lower speeds the patients flow and pulsatility index improved closer to baseline. Concern for possible outflow obstruction was noted with the lack of change during the ramp echocardiogram. Log file analysis captured multiple pulsatility index events that occurred on (B)(6) 2021 at 6:25:19 to 10:04:01. Two low flow events were noted on (B)(6) 2021 due to pulsatility index events.